Manufacturer narrative:
Complaint conclusion: as reported, the shaft of a 6/7f mynx control vascular closure device (vcd) shriveled up when inserting into the 6f 11cm cordis brite tip sheath. It is stated that the device went into the sheath okay, but when the thicker part where the plug is hosted, hit the sheath valve, and the shaft shriveled up. A second unknown mynx was opened and was inserted without problem. There was no reported patient injury. The device was stored per labeling and opened in a sterile field. Per preliminary review of the image: the distal portion of the sealant sleeves show that the two sleeves are damaged and pulled away from each other. The clear sealant sleeve is completely bent away from the sealant while the white sealant sleeve is slightly bent away from the sealant. Due to the condition of the sealant sleeves, the sealant is no longer covered. The patient was bulky at groin access. The procedure used an antegrade approach. The user used ¿sonar¿ for puncture and there was no calcium noted close to the puncture site. Stenting was done in the superficial femoral artery (sfa). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter verified to be greater than 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The device was inspected for damages when removed from the package and tested before insertion per protocol. No damages were noted to the packaging or device at that time. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The user was in training of the device. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f7f involved in the reported complaint was returned along with the syringe for investigation. Per visual analysis, both button 1 and button 2 were not depressed, and the stopcock was found closed. The sealant was present, and the sealant sleeve appeared to be frayed/split/torn. Additionally, the csi of the complaint was not returned with the device which showed exposure to blood. No other anomalies were observed. Per functional analysis, due to the frayed/split/torn condition observed in the sealant sleeve, it was not possible to measure the identified slit. Per functional analysis, a deployment test was executed, and it was concluded that the deployment could be simulated successfully. Per microscopic analysis, images were taken from the internal components in the device confirming that nothing appears to be out of placed or showing any type of damage. A product history record (phr) review of lot f2218002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves frayed/ split/ torn¿ was confirmed during analysis of the returned device. The reported ¿deployment difficulty-premature¿ was not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural and handling factors may have contributed to the reported events. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2218002 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the shaft of a 6/7f mynx control vascular closure device (vcd) shriveled up when inserting into the 6f 11cm cordis brite tip sheath. It is stated that the device went into the sheath okay, but when the thicker part where the plug is hosted, hit the sheath valve, and the shaft shriveled up. A second unknown mynx was opened and was inserted without problem. There was no reported patient injury. The device was stored per labeling and opened in a sterile field. Per preliminary review of the image: the distal portion of the sealant sleeves show that the two sleeves are damaged and pulled away from each other. The clear sealant sleeve is completely bent away from the sealant while the white sealant sleeve is slightly bent away from the sealant. Due to the condition of the sealant sleeves, the sealant is no longer covered. The patient was bulky at groin access. The procedure used an antegrade approach. The user used ¿sonar¿ for puncture and there was no calcium noted close to the puncture site. Stenting was done in the superficial femoral artery (sfa). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter verified to be greater than 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The device was inspected for damages when removed from the package and tested before insertion per protocol. No damages were noted to the packaging or device at that time. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The user is in training of the device. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, and h10 . This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. H3 other text : this device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.